Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device migrated shortly after implant leading to right ventricular (rv) lead dislodgement. The patient underwent a revision procedure where the lead was successfully repositioned. The next day the same thing happened. The patient was taken back again for a successful revision. Of note, the patient had pulled their arm out of their sling and was moving it around. There were no additional adverse patient effects. The device remains in service.